Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report 3005099803-2016-02501 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the working length became detached when the operator attempted to close the snare. The same issue occurred with a second device. The procedure was completed with a third sensation snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4) handle cannula broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report 3005099803-2016-02501 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the handle cannula broke when the operator attempted to close the snare. The same issue occurred with a second device. The procedure was completed with a third sensation snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.